Event description:
Found during inspection. According to the reporter, the device is displaying a service wrench icon in device readiness display.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.